Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated carbon dioxide and falsely decreased calcium results on the architect c8000 processing module, serial number (B)(6). Through an extensive investigation, the fsr found a piece of styrofoam on the end of the cuvette washer p6, washer, cuvette, part number 7-93254-01. The fsr cleaned and removed the styrofoam, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated carbon dioxide (co2) and falsely decreased calcium results for two patients on an architect c8000 analyzer. The following data was provided (customer¿s normal range for co2 is 22-31 mmol/l; calcium is 8.4-10.6 mg/dl):sample ID (B)(6)initial calcium result, on 28apr2023, was 4.5, repeats were 9.4 and 9.3 mg/dlsample ID (B)(6)initial co2 result, on 01may2023, was 49, repeats were 23 and 23 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = sample ID (B)(6) and sample ID (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated carbon dioxide (co2) and falsely decreased calcium results for two patients on an (B)(6). The following data was provided (customer¿s normal range for co2 is 22-31 mmol/l; calcium is 8.4-10.6 mg/dl): sample ID (B)(6) initial calcium result, on (B)(6) 2023, was 4.5, repeats were 9.4 and 9.3 mg/dl sample ID (B)(6) initial co2 result, on (B)(6) 2023, was 49, repeats were 23 and 23 mmol/l. There was no impact to patient management reported.